Event description:
It was reported that during the implant procedure, the df4 connector was broken on the right ventricular lead. The lead was not implanted and a lead was indicated to be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.